Manufacturer narrative:
The device (power adapter) is not marketed in the united states by the manufacturer and is not same/similar to a device marketed in the united states by the manufacturer. Disregard the mention of the power adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump could not be charged with the charging cable and the wall adapter. Customer's blood glucose was 239-240 mg/dl. Customer received a replacement wall adapter and charging cable.